Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.75x20mm synergy drug-eluting stent was used in a procedure. However, the proximal shaft was broken outside the patient's body. The procedure was completed with another synergy stent. No patient complications were reported.